Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00125 follow up 2: screw 1; 3025141-2019-00126 follow up 1: sleeve; 3025141-2019-00127 follow up 1: plate; 3025141-2019-00128 follow up 1: screw 2; 3025141-2019-00129 follow up 1: screw 3; 3025141-2019-00131 follow up 1: screw 5; 3025141-2019-00132 follow up 1: screw 6; 3025141-2019-00133 follow up 1: screw 7; 3025141-2019-00134 follow up 1: screw 8; 3025141-2019-00135 follow up 1: screw 9.

Event description:
The rest of the implants (except the screw which backed out) were explanted on (B)(6) 2019.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00125 follow up 1: screw 1; 3025141-2019-00126 follow up 1: sleeve; 3025141-2019-00127: plate; 3025141-2019-00128: screw 2; 3025141-2019-00129: screw 3; 3025141-2019-00131: screw 5; 3025141-2019-00132: screw 6; 3025141-2019-00133: screw 7; 3025141-2019-00134: screw 8; 3025141-2019-00135: screw 9.

Event description:
A frag-loc® compression screw and frag-loc® compression sleeve were implanted in the patient. At four weeks post op, it was determined, by x-ray, that the screw had backed out of the sleeve. The screw was explanted. The sleeve was left implanted.